Event description:
The customer reported that the insulin pump had a frozen display and button error alarm. Troubleshooting was performed. The blood glucose reading was 51mg/dl. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump received with button error alarm due to corroded keypad traces.